Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with his onetouch ultra meter reverting to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2012. It is not known how the patient manages his diabetes or if changes were made to his usual diabetes management routine. After the start of the alleged issue, the patient claims he felt a symptom of sweating. The patient took food and/ or drank a beverage as treatment per the advice of his physician. It is not known if the patient tested his blood glucose on another device. At the time of troubleshooting, the cca noted the alleged issue occurred after removing/ replacing the batteries in the subject meter and there was no indication of misuse. The cca walked the patient through the setup options to resolve the alleged issue. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.